Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. It was also reported that the right ventricular (rv) lead exhibited high right ventricular (rv) lead capture threshold. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.